Event description:
It was reported to minimed that the customer experienced crack on battery side. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with flashing medtronic logo. Unable to perform functional testing. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, corroded battery tube, scratched case, cracked case (battery tube), retainer knit line damage, faded serial number label and cracked battery tube threads. In summary, the pump was received with a cracked case (battery tube) confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.